Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies were returned to the manufacturer.

Event description:
It was reported that the patient underwent a redo l2-s1 fusion plus t9-s1 fusion instrumentation with placement of transpedicular screws at t9, t10, t11, t12. L1 pedicle screws were removed; revision of interbody fusion l1-l2, with revision of the l1-l2 cage; l1 kyphoplasty. Autologous bone and dbm were used for bone grafting. Following the surgical procedure, the patient was diagnosed with an infection at the site of the surgical wound. Approximately 1 month post-op, the patient underwent a procedure for debridement of the wound. It is noted that pathology reports indicate e.coli was present in deep tissue at the surgical site. Approximately 3 years post-op, prior to gall bladder surgery, pre-surgical x-ray suggested that one of the rods from the index surgery had fractured. Reportedly the patient¿s pain and kyphosis became more severe. At 42 months post-op, the rod was confirmed to be fractured. At 45 months post-op, the patient underwent additional surgery. Pre-operative diagnosis noted as prior thorcolumbral sacral fusion with flatback deformity, proximal junction kyphosis and pseudoarthrosis. Operative report indicated the patient had significant sagittal plane deformity with a prior instrumented fusion from t9-s1 with pseudoarthrosis with a loosening of some implants combined with hypolordosis led to severe misalignment. Implants from the index procedure were removed.

Manufacturer narrative:
(B)(4)